Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a motor error from the insulin pump. The customer stated that the drive support cap appears to be normal. The customer stated that the pump was not exposed to high magnetic field. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error loop during the bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corner and a stained end cap sticker.